Event description:
The reporter stated the surgeon attempted to insert an aa4204vf silicone single piece lens, but the lens jammed in the injector. There was no patient contact.

Manufacturer narrative:
(Lens jammed in injector).